Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A physician reported a patient who underwent photorefractive keratectomy of the right eye, treatment was planned based on a nomogram and entered into the laser system three weeks following treatment it appeared that there was not very much treatment delivered as the preoperative and postoperative refractions were very similar resulting in an unexpected outcome. Additional information requested. There are two related reports for this patient. This report addresses the patient's right eye, and another manufacturer report will be filed for the fellow eye.

Manufacturer narrative:
The patient experienced an adverse reaction to the steroid eye drop she was on, which was causing her eye pressure to be in the high 30s. However, once he got her off the steroid and got her pressure normalized, the patient improved greatly and is now 20/20 uncorrected in each eye. Thus, the reported event is not related to the device. The root cause is that the patient experienced an adverse reaction to the steroid eye drop that caused high pressure of the eye. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The root cause could be identified conclusively. (B)(4).

Event description:
Additional information received; the surgeon believes the patient experienced an adverse reaction to the eye drop she was on during the post operative period. Once off the drop and the patients pressure normalized the patient improved greatly and is seeing well.

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).